Event description:
Right knee pseudoseptic arthritis info was received in may 2005 from a physician regarding a pt, with a medical history of gonarthrosis and prior synvisc treatment with good efficacy, who experienced knee inflammation, knee pain and knee effusion. The pt began treatment with synvisc on an unk date in 2005. The pt received the first injection of a new series of synvisc into an unk knee on an unk date in 2005. Two hours after the injection, they experienced a very intense pain in the knee. The day after the injection, the physician discovered an effusion and a severe inflammation of the joint. He performed an aspiration that day and the two following days. The aspiration revealed a clear liquid and the absence of infection. The physician considered that it was a pseudoseptic arthritis. At the time of this report, the pt had recovered. The physician did not assess the relationshio of synvisc to the events. Additional info was received in may 2005 from the pt's physician. The pt had a prior series of synvisc injection into the right knee in september 2004 without any problem. The pt received one injection of synvisc into the right knee in 2005. Two hours after the injection, the pt experienced a quick occurrence of an arthritis with inflammatory effusion and fever (38.5). Four punctures and two analyses were performed. No infection was detected and the physician noted that he was certain that it was not a real sepsis. The physician made a diagnosis of pseudoseptic arthritis of the right knee. The pt recovered without sequelae in 9 weeks later after a injection with an unk product. The treatment with synvisc was permanently stopped. The physician assessed the relationship of synvisc to the events as a certain. At the time of this report, the pt had recovered without sequelae.